Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced chest pain post implant. A computerized tomography scan, and it was noted that the electrode was woven into the intercostal space between the rib. Subsequently, a revision procedure was performed and the electrode was revised. No additional adverse patient effects were reported.